Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-07679, related manufacturer reference number: 2017865-2020-07681. It was reported that the patient developed twiddler's syndrome. The patient's left ventricular lead and right ventricular lead dislodged. The leads were explanted and replaced. The implantable cardioverter was re-implanted. Patient was recovering post procedure.